Manufacturer narrative:
A breath delivery (bd) printed circuit board assembly (pcba) was returned to covidien/medtronic¿s product analysis. A visual inspection was performed and no notable conditions were found. The bd pcba was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was isolated to an electronic component in the pcba. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during installation, a 980 ventilator generated an inoperable error message. The ventilator was not in use on a patient at the time of the reported event. The se replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb) to resolve the issue. The se performed calibrations and extended self-testing on the device and all tests passed.